Manufacturer narrative:
Our field service engineer went onsite to confirm that the issue emanated from the 3rd party uninterruptible power supply model riello mst 125. He also confirmed that there was no malfunction or otherwise involvement of our magnetic resonance imaging device. As an immediate containment the 3rd party ups was disconnected and bypassed, so the mains power supply could remain connected to the MRI system, and the MRI system was then fully functional again. In terms of corrections, the 3rd party ups supplier (B)(4) was informed by the customer to come onsite to initiate the repair of the impacted ups damaged parts, and to make the ups functional again. The supplier (B)(4) will take further investigative and where required corrective actions to resolve this issue. This is the 2nd time we have encountered this kind of issue with this model mst 125 ups from riello. A previous incident was reported to you via MDR 3003768277-2023-05179.

Event description:
Philips received a report of a malfunction of a riello uninterruptible power supply that is connected to the MRI system. This resulted in a lot of thick smoke emanating from the ups. There was no malfunction or involvement of the MRI, however, out of an abundance of caution, it was decided to report this.